Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal mid right coronary artery. The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 2.75 x 38 mm promus premier was then deployed at 16 atm for 10 seconds and post-dilated with a 3.00 x 12 mm non-compliant balloon. A type b proximal stent edge dissection and thrombolysis in myocardial infarction (timi) flow of 2 was observed. Per the physician, deployment of the stent at high pressure caused the dissection. The dissection was covered with a 3.00 x 12 mm promus premier and the procedure was completed. The patient fully recovered and was stable after the procedure.